Manufacturer narrative:
Updated fields: b4, d9, g1, g3, g6, h2, h3, h6 (component code, investigation findings, investigation conclusion, type of investigation), h11. A getinge field service engineer (fse) inspected and found "error #58. Equipment calibration performed. Fse replaced solenoid control board and manifold drive to repair error #58. Overall inspection results are good.

Event description:
Na.

Manufacturer narrative:
Due to character limit in e1 event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cs300 had an error #58. The event happened at the time of a functional check at the facility. No patient involved.